Event description:
Per additional information received, the patient underwent a removal of the prodisc-c on (B)(6) 2014. The prodisc-c had migrated posteriorly instead of anteriorly into the spinal cord. The patient was revised to a fusion. The procedure was successfully completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis additional narrative: additional information: initial medwatch was reported as product problem a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the inlay from the field can not be dimensionally verified because it has to be deformed during the explantation procedure in order to remove the implant from the patient. Any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. The etch on the inlay was the only feature verified. In regards to the complaint (migration), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked on the superior and inferior plates due to the plasma coating. Post plasma coated surfaces will prevent accurate location and could damage the cmm probe tips. The superior and inferior plate machining dimensions are normally inspected 100% using a cmm prior to plasma coating. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown pro-disc c implant/unknown lot. Approximately three years ago. Unknown future date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prodisc-c has migrated anteriorly. The patient underwent a total disc replacement at c5-c6 with prodisc-c approximately three years ago. X-rays and a cervical computerized tomography (CT) myelogram were taken on an unknown date. The patient is experiencing kyphosis. A revision surgery will be performed on an unknown future date where the prodisc-c will be removed and the patient will be revised to an anterior cervical decompression fusion. This report is for 1 unknown pro-disc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a product evaluation was performed. The investigation of the complaint articles indicates that: based on the single product image, it appears that there is very little boney ongrowth to the endplates. This is likely due to the cleaning process, and is not necessarily a cause for the migration. Disposition is unconfirmed because no clear cause for migration is apparent based on the pictures provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product development investigation was performed for the subject device. The prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. According to the complaint description, there was posterior migration of a prodisc-c implant and the patient experienced kyphosis. The implant was explanted. Based on the information provided, a root cause for the implant migration could not be determined. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. Additional review of the prodisc-c design was conducted. The design is adequate for the intended use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A retrieval analysis was performed for the subject device part number 09.820.045s, lot number 5831974, implant number 14120203 and its sub-components (superior endplate, polyethylene [pe] inlay and inferior endplate). All components were examined macroscopically for signs of wear and damage. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates, the titanium (ti) coating and the pe inlay, all consistent with tool marks and surgical removal technique. The superior and inferior endplates displayed evidence of bone remnants. There are signs of impingement on the superior and inferior endplates. There is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.